Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline, insulin and "other hospital fluids". Treatment resolved the issue. The customer was discharged around (B)(6) 2026.